Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was able to fire, but they had to undergo CT scan and re-operate the patient following laparoscopic mini gastric bypass because a leakage. This resulted in the patient¿s extended hospitalization for a week. The patient has fully recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the complaint event. Photographic inspection noted a section of tissue that had been removed from the body. A computed tomography (CT) scan was noted. Functional testing could not be performed as the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.